Manufacturer narrative:
Additional concomitant medical products: (B)(4) lead; implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard a patient alert, performed a remote monitoring transmission, and went to the emergency room. Device interrogation showed noise, oversensing, undefined high pacing impedance, and a confirmed lead fracture. The lead was programmed off, and a few days later was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.